Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3297239 (mfg. 08/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device return: three (3) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded component damages to the silicone seal where tearing near the top rim , adjacent to the thread posts was visible. Previous investigations of similar component damages/anomalies have identified the characteristics of these types of component damages are consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations). There were no visual anomalies noted on the remaining two tego connectors. Engineering testing to the applicable product (pressure leak) specification was performed. The results recorded all three of the tego connectors did not leak, all three passed the acceptance criteria.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports two events where during dialysis sessions, attending clinician removed/replaced tego connectors due to "..torn membranes." There were no reported adverse patient consequences.

Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3297239 (mfg. 08/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device return: three (3) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded component damages to the silicone seal where tearing near the top rim, adjacent to the thread posts was visible. Previous investigations of similar component damages/anomalies have identified the characteristics of these types of component damages are consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations). There were no visual anomalies noted on the remaining two tego connectors. Engineering testing to the applicable product (pressure leak) specification was performed. The results recorded all three of the tego connectors did not leak, all three passed the acceptance criteria.

Event description:
Int'l. ((B)(6)) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports two events where during dialysis sessions, attending clinician removed/replaced tego connectors due to "..torn membranes". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3297239 (mfg. 08/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Device not returned to MFR. Pending.

Event description:
Int'l. (B)(6) complaint received reporting damaged component/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports two events where during dialysis sessions, attending clinician removed/replaced tego connectors due to "...torn membranes". There were no reported adverse patient consequences